Event description:
It was reported that the customer was admitted to the hospital for high blood glucose levels. Prior to the hospitalization, the customer stated she noticed constant high blood glucose levels after multiple boluses so she did not change the entire infusion set; however, she did change the site. Troubleshooting performed and the pump passed the test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.